Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection, microscopic and force examination of the returned device. Visual analysis of the returned catheter revealed reddish material inside the pebax and a hole on the surface. Carto 3 test was performed in accordance with bwi procedures. The returned sample was connected to carto 3 system and high force was observed creating the inverted vector issue. Therefore, the catheter was dissected and the sensor values were found within specifications. A manufacturing record evaluation was performed for the finished device batch number and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. To minimize force issues, the following guidelines should be followed. When applying high lateral force during mapping and rf application, the user should monitor the contact force dashboard and vector display on the carto®3 system screen to ensure that contact force measurements remain within the accurate range. In regards to the additional finding observed, the instruction for use contain the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. The force vector inverted reported by the customer could be related to the high force observed during the test and the reddish material inside the pebax. These issues cannot be related to the manufacturing process since there is evidence that the device was manufactured within specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax. It was initially reported by the customer that the force vector was pointing in the opposite direction. Tried to re-zero the catheter but the issue persisted. Tried taking the catheter out, changing the cable, zeroing, re-zeroing, unpairing with the vizigo¿ sheath, and pairing again without resolution. The catheter was replaced and the issue resolved. The case continued. The customer reported the issue was catheter-related and the carto® 3 system was operating per specs and not responsible for the product issue. The customer¿s reported inverted force vector issue is not MDR reportable since the potential risk that it could cause or contribute to a death or serious deterioration in state of health is remote. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, visual inspection found a reddish material and a hole in pebax. This finding was assessed as an MDR reportable malfunction since the integrity of the device has been compromised. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2021 and reassessed it as MDR reportable.